Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.

Event description:
The surgeon reported to a lensar rep that he had to proceed to perform a vitrectomy after a lensar procedure. He felt he was nowhere near the posterior capsule, but he saw a rupture and therefore, had to proceed to perform a vitrectomy.